Event description:
It was reported that the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.